Event description:
I purchased a fasciablaster from (B)(6) guarantees that this tool works for everyone. It is supposed to make you lose weight and get rid of cellulite. I used the fasciablaster from (B)(6) 2016 to (B)(6) 2017. During that time, I had migraine headaches, increased anxiety, depression, extreme tiredness, and weight gain. (B)(6) vehemently denies that the fasciablaster causes weight gain. She states any symptoms are a form of detox. (B)(6) encouraged longer and harder blasting sessions when questioned why results were not being seen. (B)(6) does not have a medical degree or any licensure to give medical advice, but she freely advises on serious medical issues. (B)(6) diagnoses what type of cellulite you have by looking at pictures that you private message her. (B)(6) never disclosed that the fasciablaster contains bpa. It was only after extensive questioning that she said it had "some" bpa, but "as long as you don't eat your blaster", it is safe. I have questioned (B)(6) numerous times asking if estrogen is released from blasting. The answers are very vague, at best, with the statement "no significant amounts" are released. As a hormone positive breast cancer survivor, trace amts of estrogen can cause a reoccurrence. (B)(6) is very careless and reckless by releasing a medical device that has not been tested. I have spoken to other women and they are having more serious side effects such as blood clots and increased cortisol levels. This is a class 1 medical device that (B)(6) freely states has not been tested. She ask for donations to help with testing in the future. I believe this medical device is extremely dangerous. There are hundreds of women that try to contact (B)(6) on her facebook website, but (B)(6) blocks the user and deletes any negative feedback. Please look into the device, as the consequences of using it are very serious. I am in the process of having lab work done to see if my body has sustained any damage.